Manufacturer narrative:
Received seven opened/unused primary plum sets for inspection. The sets were examined under uv light. Six had black specks, zero had solvent smears, and zero had both. Received five photos of black specks in the drip chamber. Evaluation of the returned sets confirmed the presence of black spots adhered to the interior wall of the drip chamber. Measurement of the black spots identified zero sets as out of specification. The adhered spots observed during evaluation were confirmed to be embedded within the drip chamber. Upon investigation completion these represent discolored material originating during the molding process and embedded within the drip chamber wall. These findings are not consistent with foreign or biological contamination, and testing demonstrates that the material does not dislodge or migrate. Functional flushing of the set resulted in no loose residual particles. The reported complaint of black spots in the drip chamber can be confirmed. The cause of the black spots in the drip chamber is due to discoloration of the pvc material during the molding process. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. Distributor details: medline.

Event description:
An event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where it was reported that there was a black speck located in/on the drip chamber of IV (intra- venous) tubing upon removal from the package. There was no patient involvement, and no patient harm reported. Seven unused primary plum sets were returned for investigation, out of which six were found to have black specks present in the drip chamber. This report captures the fifth of 6 affected samples returned.